Event description:
It is reported by the surgeon of the hospital, that he implanted a star implant in 2011. A few weeks ago, x-ray showed a fracture of the polyethylene core. Patient was revised surgically. Surgeon found broken polyethylene in the coronal area. Macroscopic, it seems that the breaking point was a "lunker."

Manufacturer narrative:
Product inquiry stated the sliding core, uhmpwe, 7mm to be the subject product. The tibial- and the talar component reported were considered as concomitant products as they did not contribute to the event reported. In the case presented a patient had been treated with a scandinavian total ankle replacement in 2011. In (B)(6) 2015 the patient underwent a revision surgery due to a breakage of the polyethylene sliding core. The review of the device history records revealed no deviation in the manufacturing process. As the item was not returned, a physical examination could not be carried out. Fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behaviour and especially depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. ¿like other arthroplasty devices in weight bearing joints such as the hip or knee, it is anticipated that the star ankle will have a finite useful life, at which point the prosthesis will require revision or, in certain cases, removal and fusion¿ referring to the received information the sliding core broke after an implantation period of 4 years. Due to the missing product it could not be determined in what manner the poly had broken. ¿complications due to the meniscal mo¬bile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe in¬lay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replacement. Causes of failure of the mobile bearing are mostly found in incorrect indication, incorrect soft tissue balancing, incorrect positioning of components, implantation in ankles with hindfoot malalignment and ankle instability¿. The key factor regarding the longevity of the polyethylene sliding core is the correct alignment of the implant components ¿to assure even distribution of forces on the polyethylene liner during gait¿ (3). The tibial and the talar component of the star ankle prosthesis have to be positioned ¿parallel to one another¿. A misalignment (especially greater than 5 degrees) ¿between the tibia and talus will cause increased stress and wear on the polyethylene component, greatly increasing the risk of failure of the polyethylene and loosening of the other components¿ (3). As no x-ray documentation, no medical records and no surgical reports were available, a medical review was not possible. It could therefore not be determined whether the use of the star implant had the correct indication nor could be determined if the implant had been placed according to the anatomical requirements. It could furthermore not be determined whether the star components had been implanted in alignment respectively if edge / eccentric loading had been applied on the polyethylene sliding core. Regarding the outstanding patient data (e.g. Age, weight, pre-existing illnesses, unreasonable stresses) it could not be determined if the patient conditions were adequate for the used implant respectively if these potential adverse effects may have contributed to the fracture of the sliding core. Based on the limited information and referring to that no deviation was found in the manufacturing documents a deficiency of the sliding core in question was not verified. Fracture of the polyethylene sliding core is listed in the IFU as an adverse effect. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause.

Event description:
It is reported by the surgeon of the hospital, that he implant a star implant in 2011. A few weeks ago x-ray showed a fracture of the polyethylene core. Patient was revised surgically. Surgeon found broken polyethylene in the coronal area. Marcroscopic it seems that the breaking point was a lunker.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown star implant. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The reported device was manufactured and distributed by (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device disposition is unknown.